Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the adjuster is off and leaks. The customer stated that the timing and date of the event is unknown. There was no delay or variance involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the air dermatome (B)(6) by dover on 27 march 2020 revealed that the control bar was not in the correct position and the calibration was out at the 0 reading. Product repair of the device was performed by dover on 27 march 2020 which included replacement of the following: swivel, motor, sleeve, planetary shaft, eccentric shaft, various bearings, poppet assembly, and various other parts additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.